Event description:
On (B)(6) 2017 a patient underwent iliac branch endovascular aortic repair with gore® excluder® iliac branch endoprosthesis. The procedure included the use of other gore® excluder® aaa components and a medtronic aortic extender. Following the procedure the patient exhibited paraplegia of his lower body. His condition rapidly declined and he passed away within the first 24 postoperative hours. An autopsy was performed which reportedly showed all implants to be sitting perfectly in their intended locations, without signs to explain the outcome. The patient¿s sigmoid colon was found to be ischemic to the rectum. The cause of death was thought to be anterior arterial spinalis syndrome, with consequetive spinal shock.

Manufacturer narrative:
UDI information: ceb231410 (B)(4). Additional devices: (B)(4). Results code: a review of the manufacturing records for the devices verified the lots met all pre-release specifications. The imaging evaluation stated the following: one time-point available for evaluation; pre-implantation cta dated 5/9/2017. There appears to be an aortic angulation of 69 degrees. Proximal neck diameters appear to range from 24.8mm ¿ 26.7mm. Images provided do not allow for evaluation in relation to the reported event. Conclusion code: according to the gore® excluder® iliac branch endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to bowel ischemia and death.

Event description:
The following information was reported to gore: on (B)(6) 2017 a patient underwent iliac branch endovascular aortic repair with gore® excluder® iliac branch endoprosthesis. The procedure included the use of other gore® excluder® aaa components and a medtronic aortic extender. Following the procedure the patient exhibited paraplegia of his lower body. His condition rapidly declined and he passed away within the first 24 postoperative hours. An autopsy was performed which reportedly showed all implants to be sitting perfectly in their intended locations, without signs to explain the outcome. The patient¿s sigmoid colon was found to be ischemic to the rectum.